Event description:
Healthcare professional (hcp) reported injecting a patient with 2 syringes of juvéderm volux¿ xc in the left cheek, marionette lines, zygoma, and right cheek indentation. The patient concomitantly takes ¿lamtetac 400 and copazlam 15q.¿ two weeks post injections, the patient experienced ¿swelling, hot to touch, patient¿s body is rejecting the product in the cheeks. That same day the patient had a ¿bacteria culture¿ performed, which was negative. Also, that same day, the patient was treated with bactrim. Two days later, the patient was also treated with hylenex®. The hcp additionally reported "patient developed sterile abscess only where the syringe injected on the left side of the face. Significant amount of purulent xxxx drained and still is xxx.¿ symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.